Event description:
The s-1 pedicle screw fractured mid-shaft post-operatively. Revision surgery was performed to remove and replace the specific screw. The other components of the construct were left implanted. The explanted part was returned and available for analysis.

Manufacturer narrative:
The explanted parts were metallurgically analyzed. No materials defects or mfg inconsistencies were identified. The failure was due to excessive loading of the screw in excess of its fatigue limit. This is a known complication of this procedure and is cautioned in the product insert.